Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the superior vena cava high voltage impedance was elevated. The other electrical values were in range and the high voltage impedance trend was stable from implant. The device was programmed from the high voltage coil on the lead to the device. The patient was stable.